Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the sensor exceeding service life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and a bd power distribution pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery on a 980 ventilator would not charge. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the device and found an error message. The se replaced the breath delivery power control/distribution printed circuit board (pcb). The se also replaced the oxygen (o2) cell due to high o2 readings. The se performed calibrations and extended self-testing on the device and all tests passed.